Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2011; including previous cholecystectomy were not provided. (B)(6) 2011: (B)(6). Emergency department notes. Chief complaint: abdominal pain and ascites. 49-year-old who has history of end stage renal disease and alcoholic end stage renal [sic] disease. Came today initially with plans to be seen in liver clinic; due to his pain his primary medical doctor instructed him to come to emergency department. Seen at carlisle regional medical center yesterday; presented complaining of increased abdominal swelling, pain. Was transfused packed red blood cells, underwent dialysis. Reports has been having abdominal pain for several days, vomiting for 3 days, 2-3 black stools per day past 3 days, feeling weak, short of breath. Medical history: cirrhosis, alcoholic end-stage liver disease, end-stage renal disease; dialysis monday, wednesday, friday. Denies current alcohol use. Abdomen: belly significantly distended with diffuse tenderness, worse in left lower quadrant. No rebound or guarding. Albumin 1.6 [low]. Diagnostic peritoneal lavage performed under ultrasound guidance in right lower quadrant, aspirating approximately 10 ml of grossly bloody fluid. Abdominal CT scan reveals significant cirrhosis with marked ascites, left pleural effusion, 4.4 right subhepatic space porta hepatitis calcification, multiple left colon sigmoid diverticula. Impression: ascites, suspected spontaneous bacterial peritonitis. Addendum: while in emergency department, experienced problems with hypotension. Admitted to transplant intensive care unit. [Missing records: records including abdominal CT scan was not provided.] (B)(6) 2011: (B)(6). Consultation. Consult for abnormal electrocardiogram. 49-year-old with alcoholic liver cirrhosis, renal failure; on hemodialysis, hospitalized with gastrointestinal bleed status post transfusions on intravenous proton pump inhibitor and octreotide, and spontaneous bacterial peritonitis on intravenous antibiotics, hepatic encephalopathy who is planned for liver and kidney transplant today. Social history: significant alcohol use; 8 beers daily for 30 years. Last drink 11/10. Denies tobacco/illicit drug use. Weight: 102 kg as of 05/22, bmi 30.9 as of 05/19/11. Lab: albumin 2.8 low. Impression: preoperative cardiovascular examination. Electrocardiogram likely secondary to metabolic abnormality; do not believe urgent transplant surgery need be delayed. (B)(6) 2011: (B)(6). Anesthesia record. Procedure: liver/kidney transplant. Postoperative diagnosis: end stage liver disease. Weight: 73 kg. Ps [physical status]: 4 e [emergency]. In brief: etoh [alcohol] cirrhosis, history of massive upper gastrointestinal bleed. Recently admitted 05/19 from osh after bleed. History of end stage renal disease secondary to hepatorenal syndrome. History of spontaneous bacterial peritonitis. Frequent need for therapeutic paracentesis. Planned anesthesia: general. (B)(6) 2011: (B)(6). Physical assessment. Abdomen large, round, distended. Nasogastric tube draining brownish colored drainage. Half-moon shaped incision to abdominal. Gastrointestinal: area that is intact with staples. Some dark reddish/serosanguinous drainage noted from incisional site. Lower abdominal incision noted above pubic area that is horizontal and intact with staples; no drainage from area. 2 jackson-pratt¿s noted to bulb suction, one on left side of abdomen, one on right side of abdomen; draining a dark serosanguinous colored drainage. (B)(6) 2011: (B)(6). Enterostomal nurse notes. Consulted to see patient for placement of vac [vacuum assisted closure] to dehisced incision line status post liver transplant. Incision line open to two areas with a bridge of skin which still has intact staples but is undermined with no healing underneath. Staples removed by dr. Meja for ease of dressing changes. Wound base with devitalized muscle tissue in place but sutures visible and intact. Wound edges with evidence of granulation. Discussed with dr. Meja the use of silver foam to help effectively clean wound base. Orders reviewed and will start 125 continuous but recommended intermittent therapy with next dressing change to help granulate wound. Wound measures 2-5 cm along incision line x 36 cm x 1.5 cm at maximal depth. Good seal obtained at 125 mm hg pressure. Peri-wound intact with no erythema or induration. Continue silver sponge for 1 week of therapy then switch back to black foam. Vacuum assisted closure placed to abdominal incision line for dehiscence. (B)(6) 2011: (B)(6). Physical assessment. Slight firmness felt under incision site. (B)(6) 2011: (B)(6). Enterostomal nurse notes. Follow up for vacuum assisted closure change to transverse incision line. Dr. Ramano stated patient to be discharged to select specialty today. Removed dressing; appears wound is decreasing in size and has more red moist bloody tissue than previously. Wet to dry dressing placed to wound bed for transfer. (B)(6) 2011: (B)(6). Microbiology. Bronchoalveolar lavage: gram stain: few wbcs present, rare gram-negative rods. Culture: 17,000 colony forming units/ml enterobacter cloacae. (B)(6) 2011: (B)(6). Tatiana bogdanovich, md. Progress notes. Developed low grade temps (B)(6) 2023. Fevers were likely secondary to tracheobronchitis plus/minus atelectasis from mucus plugging. Fever 07/31, without treatment fever improved. No fever since. (B)(6) 2011: (B)(6). Progress notes. Being transferred to montefiore inpt [inpatient] rehab today. Rapamune increased, continue cellcept, prednisone. Incision healing well, wet/dry dressing change. (B)(6) 2011: (B)(6). Enterostomal nurse notes. 50-year-old with end stage liver disease secondary to cirrhosis and end stage renal disease secondary to hepatorenal syndrome, who underwent liver kidney transplant 06/19/11. Postoperative course complicated by ventilator-dependent respiratory failure status post tracheostomy, acute tubular necrosis requiring hemodialysis, vancomycin resistant enterococci wound infection, bacteremia, ventilator-associated pneumonia and clostridium difficile. Transferred on 07/20/11 to select specialty hospital with goal of liberation from mechanical ventilator; however, on 07/22 readmitted to puh with bilateral lower lobe infiltrates with empyema and trapped lung. Admitted to rehab. Found to have stage ii pressure ulcer to upper back. Plan: maximize nutrition, turn every 2 hours, apply moisturizer, barrier cream. (B)(6) 2011: (B)(6). Discharge summary. Admit date: 08/31/11. Hospital course: continued on prednisone, sirolimus, cellcept. Abdominal incision continued to heal well, wound care transitioned to dry dressing, open air. Transitioned off tube feeds as po [by mouth] intake improved. Encouraged to continue supplementation with ensure, juven. Discharge to home. (B)(6) 2012: (B)(6). History and physical. Scheduled procedure: abdominal incisional hernia repair with mesh 11/06/12. Medications: cellcept, tacrolimus. Endocrine: diabetes mellitus complications. Social history: stopped drinking 3 years ago. Weight: 165 pounds. Abdomen: soft, nontender, nondistended, will healed inverted y incision with central hernia; right lower quadrant incision with central hernia. Plan: abdominal incisional hernia repair with mesh. (B)(6) 2012: (B)(6). Anesthesiology preoperative evaluation. Chief complaint: incisional hernia. Medical history: gerd [gastroesophageal reflux disease], diabetes mellitus-2. Medications: cellcept, tacrolimus. Impression: asa 4. (B)(6) 2012: (B)(6). Operative report. Assistant surgeons: dr. Ebube bakosi. Dr. David lam. Preoperative diagnosis: incisional hernia status post liver transplant. Postoperative diagnosis: incisional hernia status post liver transplant. Procedures: incisional hernia repair with a dual mesh. Open liver biopsy. Anesthesia: general. Indications for procedure: ¿mr. Bauer is a 51-year-old gentleman status post combined liver kidney transplant. He developed a postoperative sepsis and an open wound. As expected, he has developed a symptomatic incisional hernia of the liver transplant incision as well as the kidney transplant incision. I counseled him on potential risks and complications of hernia repair which, of course, acutely may include potential life threatening complications post repair and long term, he may have a recurrence of the hernia. He understands the potential risk and wishes to proceed with the operation.¿ description of procedure: ¿the patient was taken to the operating room and placed on the operating table in the supine position. General anesthesia was induced without hemodynamic instability. The abdomen was prepped and draped in the standard surgical fashion. A foley catheter was placed. An incision was made over the previous incision site and the scar was excised. We then carefully entered the abdomen and no enterotomies were made during the dissection. As expected there was a hernia sac and a fairly attenuated fascia. After several hours of mobilization of the fascia, we were able to obtain a sufficient quality to proceed with the hernia repair. Of note, the liver looks healthy and soft and 2 liver biopsies were obtained. There was some minimal bleeding from an adhesion to the liver which was controlled with argon cautery. The abdomen in general had the typical adhesions you would expect from liver transplant and these were all taken down in order to have room for the mesh. The defect was measured at 22 cm x 15 cm. A 34 x 26 cm portion of a dual mesh was then brought into the field. We had an at least 4 cm of overlap circumferentially. The mesh was placed in an underlay position. It was secured to the fascia with 0 polypropylene in an interrupted fashion. The mesh was not tight and appeared to have a good orientation. Percutaneous 19 french blake drains were then placed anterior to the mesh. The subcutaneous tissue was then closed with a running 2-0 vicryl suture. The skin was closed with interrupted 2-0 nylon suture. The patient tolerated the procedure without any significant complications. He is pending extubation and will proceed to the recovery room.¿ product identification records for the alleged gore device were not provided. (B)(6) 2012: (B)(6). Pathology report. Accession number: phs12-39329. Final diagnosis: part one-hernia sac, excision-a. Fibro-adipose and dense regular fibrous connective tissue with suture material, foreign body type giant cell reaction, and focal hemosiderin deposition. Gross description: specimen is received in three parts. Part 1 is received unfixed labeled with patient¿s name, initial jb and ¿hernia sac.¿ it consists of a 4.8 x 3.7 x 1.0 cm portion of red gray wrinkled hemorrhagic fibro-adipose tissue with a faint trabecular lining and adherent yellow-pink to tan adipose tissue and muscle remnants. Representative cross-sections are submitted labeled 1a. Formalin exposure time: 29 hours. Chief complaint/preoperative/postoperative diagnosis: incisional hernia. Procedure: hernia repair. Histology tissue summary/slides reviewed: part 1: hernia sac. Taken: 11/06/12. Received: 11/07/12. Stain/count h & e x 1. Block a. (B)(6) 2012: (B)(6). Progress notes. Complaining of nausea and abdominal pain. States pain improved since taking off binder. Not passing gas or had bowel movement. Abdominal pain severe, peri-incisional. Immunocompromised. Abdomen: bilateral upper quadrant distended, tenderness. Incision clean, dry, intact. Bowel sounds diminished. Impression/plan: status post ventral hernia repair. Out of bed, nothing by mouth, keep pca [patient controlled analgesia], keep foley, start colace [stool softener]. (B)(6) 2012: (B)(6). Radiology ¿ ultrasound abdominal limited study. Indication: elevated liver function tests with history of orthotopic liver transplantation. Impression: orthotopic liver transplantation with patent vessels. Unchanged low normal arterial resistive indices. New trace ascites. (B)(6) 2012: (B)(6). Nurse notes. Patient is refusing abdominal binder. (B)(6) 2012: (B)(6). Nurse notes. Abdominal binder placed and intact. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnosis: status post large incisional hernia repair with mesh 11/06/12. Status post simultaneous liver and kidney transplant 06/16/11 secondary to alcoholic cirrhosis; postoperative course complicated by vancomycin resistant enterococci bacteremia, respiratory failure requiring tracheostomy, enterobacter tracheitis, issues with altered mental status, urinary tract infection, and open wound postoperatively. As expected, he developed an incisional hernia along the liver transplant incision. Tolerated surgery well. He remained afebrile and hemodynamically stable; pain initially controlled with dilaudid pca [patient controlled analgesia]. On postoperative day 2, he did have acute elevation in liver functions; stat duplex liver ultrasound which revealed patent vessels, no biliary duct dilatation, no collections and trace ascites. Ambulating, tolerating regular diet, having bowel movements. 2 jackson-pratt drains placed above mesh intraoperatively; right sided drain has been removed prior to discharge. Left side put out 130 over past 24 hours and is left in place at discharge. Discharge medications: cellcept, bactrim [antibiotic], prograf. Activity restrictions: no driving while taking pain medication or cleared by surgeon, not to return to work until cleared by surgeon, may shower; not to soak incision, not to lift greater than 10 pounds. Follow up november 15. Instructed to empty and record drain output. Records between (B)(6) 2012 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen without contrast. Indication: evaluate for fluid collection behind mesh, post hernia repair. Comparison: CT 08/06. Impression: moderate sized fluid collection measuring 20 cm x 6.8 cm x 4.8 cm between the 2 layers of ventral mesh repair material. (B)(6) 2014: (B)(6). History and physical. 53-year-old with history of simultaneous liver/kidney transplant (B)(6) 2011. Postoperative course complicated by vancomycin resistant enterococci, clostridium difficile infection, mild kidney rejection, respiratory failure requiring tracheostomy, enterobacter tracheitis, altered mental status, urinary tract infection, severe deconditioning, mild liver rejection requiring solumedrol, and ventral hernia; ventral hernia mesh repair (B)(6) 2012 with sub-mesh collection since (B)(6) 2014. Came with jaundice, fever, nausea and diarrhea for 3 days. Mild abdominal pain over incision. CT scan of abdomen shows sub-mesh collection, rest unremarkable. Social: no alcohol intake for 5 years or more. Medications: cellcept, tacrolimus. Weight 75.9 kg, bmi 26.6. Gastrointestinal: soft, nontender, nondistended, normal bowel sounds. Incision clean, dry, intact. Impression: possible cholangitis, rule out biliary stricture. Admit. (B)(6) 2014: (B)(6). Radiology ¿ MRI abdomen without contrast. Indication: increased bilirubin level, possible cholangitis/biliary stricture. Comparison: CT 01/15/14. Impression: narrowing at choledocho ¿ choledocho anastomosis, maximum dimensions of 3 mm. No findings to suggest acute cholecystitis. 17 x 3.5 cm fluid collection between the layers of anterior abdominal wall mesh. (B)(6) 2014: (B)(6). Radiology ¿ us visceral transplant imaging. Indication: possible cholangitis, sub-mesh collection. Comparison: 11/08/12. Impression: mild intra-hepatic and extra-hepatic biliary ductal dilatation. Large 10 cm fluid collection within the surgical mesh. (B)(6) 2014: (B)(6). Discharge summary. Reason for admission: common bile duct anastomotic stricture. Hospital course: came in with jaundice and fever, one week. Mrcp [magnetic resonance cholangiopancreatography] revealed common bile duct anatomotic [sic] stricture, ercp [endoscopic retrograde cholangiopancreatography] failed to dilate stricture and hence ptc [percutaneous transluminal catheter] and placement of drain over the stricture was achieved. Was on intravenous antibiotics, blood and bile cultures negative, will be discharged home on ciprofloxacin and flagyl for 14 days, admitted back in 2 weeks for repeat cholangiogram and possible dilation of stricture. Endoscopy also revealed fungal esophagitis. (B)(6) 2014: (B)(6). History and physical. Chief complaint: alcoholic cirrhosis status post simultaneous liver-kidney transplant on (B)(6) 2011 complicated by biliary anastomotic stricture since june 2014; admitted for percutaneous transhepatic catheter exchange. Post-transplant course complicated by cholangitis and choledocholithiasis status post endoscopic retrograde cholangiopancreatography (B)(6) 2014. Has underwent serial percutaneous transluminal catheter placement and upsizing treatment for benign stricture. Admitted for monitoring after exchange of catheter from 14 french to 16 french today. He notes mild discomfort in right upper quadrant. Surgical history: incisional hernia repair with mesh (B)(6) 2012. Medications: cellcept, prograf. Abdomen: normal active bowel sounds, soft, nondistended; right lower quadrant biliary drain with clear bile in bag; tender to palpation without guarding or rebound tenderness in right upper quadrant; no masses or hernias; well healed upper abdominal scar. Impression/plan: biliary anastomotic stricture. Excellent renal and hepatic allograft function post-transplant. Continue immunosuppression with prograf and cellcept. (B)(6) 2014: (B)(6) discharge summary. Diagnosis: biliary stricture of transplanted liver. Postoperative course complicated by biliary stricture diagnosed 06/2014 with percutaneous transhepatic catheter placement required; catheter exchanged/upsized times 3, most recently on day of admission. Presented for routine follow up with no significantly dilated ducts and catheter exchanged/upsized from 14 french to 16 french. Admitted overnight for observation; bile bag to gravity overnight drained 1.3 liters, capped this morning. Stable for discharge home. Weight 74.4 kg. Abdomen: soft, nondistended, mild right upper quadrant tenderness. Discharged home, no restrictions. Records between (B)(6) 2014 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6). Phone call. Return call to john to discuss his 2 hernias, one is inguinal and the other along previous hernia site. Will be seeing dr. Hughes on 04/04/17. [Missing records: records from visit ¿seeing dr. Hughes on 04/04/17¿ was not provided.] (B)(6) 2017: (B)(6). Radiology ¿ MRI abdomen with and without contrast. Indication: liver transplant status. Impression: normal liver allograft with patent hepatic vessels. 1.6 cm hyper-vascular lesion in the hepatic dome likely present since 2014; shows no concerning imaging findings. 17.0 x 3.1 cm anterior abdominal wall fluid collection. (B)(6) 2017: (B)(6). Radiology ¿ ultrasound visceral transplant imaging. Indication: liver transplant status. Comparison: MRI, ultrasound 06/23/14. Impression: 14.0 x 1.4 x 1.1 cm thin elongated sub-incisional collection in the anterior abdominal wall, below the margin of the liver has decreased since remote abdominal MRI from 2014. Unremarkable liver transplant. (B)(6) 2017: (B)(6). Radiology ¿ CT abdomen/pelvis without contrast. Indication: status post liver transplant; known loculated fluid within his hernia sac and trapped within mesh. Follow up evaluation for liver and kidney transplant. Comparison: outside CT 05/17/17. Impression: stable postoperative changes from ventral herniorrhaphy; small volume of fluid is unchanged posterior to the mesh. Stable postoperative changes from liver and kidney transplant. There is no mention of gore device removal in records. (B)(6) 2018: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: findings compatible with acute uncomplicated sigmoid diverticulitis. Postoperative changes from apparent prior ventral mesh herniorrhaphy, deep to which a fluid density material is identified. Unclear if this is on basis of a serous or infectious collection deep to the material. (B)(6) 2018: (B)(6). Office notes. Extremely poor historian. Based on review of CT scan, a large piece of gore-tex mesh. Has seen a myriad of hospitals for problems related to previous hernia repair. Has had fluid collections, some around mesh drained, both in pittsburgh and johns hopkins. Was seen in emergency department 01/18/18. I recommended that no drainage of an asymptomatic chronically present fluid collection be done on a patient who was otherwise stable. Was diagnosed with diverticulitis and sent home. Complaints include dysphagia, vomiting, pins and needles sensation all over abdomen, chronic pain following meals, concern for bulge and hernia recurrence, chronic right-sided testicular pain, change in bowel movements, weak urine stream. Ongoing issues with weight loss. Exam: has bi-subcostal chevron incision with muscle wasting medial. Bulge on left lateral aspect of old repair which is a true hernia, easily reducible. Has palpable kidney graft in left lower abdomen, is actually in a lower abdominal wall, partial-thickness defect. Reviewed CT scan from 01/17/18. Large piece of gore-tex mesh spanning almost the entire upper abdomen which is partly dislodged from the left abdominal wall at an area where some small bowel traverses and is the palpable hernia on exam. Fluid collection under mesh in an extra abdominal pocket likely in rind surrounding the gore-tex. Has muscle wasting of entire right and portions of left abdominal wall as a result of his bi-subcostal incision. Impression: he does have recurrent hernia, asymptomatic. I would follow this expectantly. Fluid collection around the heavy weight gore-tex mesh I would leave in situ and not drain this risk of infecting the mesh. Pain in his right testicle likely relates to the presence of the kidney transplant pressing along his cord structures. Unfortunately, I would leave this alone at present time. Regarding vomiting, egd. (B)(6) 2018: (B)(6). Letter. Has had complicated hernia history. Most recently in last 6 months, recurrent symptoms of abdominal pain. Abdominal CT scan shows mesh is out of position, he has recurrent hernias with some serous fluid near some of the hernia sacs. Worked multiple jobs in nuclear industry prior to transplant. Review of systems: occasional nausea with rare vomiting related to his abdominal hernia pain. Gets short of breath when his abdominal pain is extreme, alternates bowel habits with constipation then diarrhea again related to the abdominal pain. Exam: large ventral abdominal hernia with reproducible discomfort when palpating. He has seen dr. Pauli, who is an expert in complex hernia repairs. If dr. Pauli can offer something, then he is in the right hands. (B)(6) 2018: (B)(6). Office notes. Developed hernia repaired with mesh, developed infection 2013 based on his report. Major concern today is pins/needles sensation throughout abdomen with bulge in epigastric region, difficulty eating. Tumors were found on egd, advised to have study repeated in 6 months. He is very concerned about the mesh and what could be done about it to help him with chronic abdominal symptoms. Impression/plan: abdominal pain. I plan to send message to his surgeon to find out what the next step for his management would be. (B)(6) 2018: (B)(6). Office notes. Concern for some abdominal complaints and question whether they were hernia related. I felt on initial consultation they are not. Has a large piece of gore-tex across abdomen with stable fluid collection underneath it. Has a bulge which is pseudohernia in upper abdomen as a result of this. I believe he very likely has a small true hernia in lower middle portion of the repair, but this is not where he has symptoms. Symptoms are not hernia related. Main complaints are weight loss, early satiety, constant sense of bloating, fullness, altered taste. I think he would benefit from being seen back by transplant hepatology and transplant nephrology, many of his symptoms could be related to transplant medication regimen. Made note to his family doctor I would recommend evaluation by our nutritionist. I do not suspect there is a hernia related process. This fluid collection around the mesh is chronic. It should not be drained as it will likely return because there is a pseudocapsule around his gore-tex, it will be at risk then of being infected, necessitating complete mesh removal which would be a massive undertaking for mr. Bauer. Questions were answered. Continued on attachment. - attachment: [event 41695 continuation h10.11.pdf]

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3190, 3191: appropriate term/code not available for "fluid collection posterior to the mesh, mesh pulled away from anterior abdominal wall on the left side, mesh unable to be removed") were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) through (B)(6) and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) through (B)(6); (B)(6) through (B)(6); and (B)(6) through (B)(6) were not provided. Patient information: medical history: weight: (B)(6) 2011: 268 lbs., bmi 36.3. (B)(6) 2011: 165 lbs., bmi 24.4. (B)(6) 2011:128 lbs., bmi 19. ¿protein calorie malnutrition: 25-30 pound weight loss over last few months.¿ (B)(6) 2014: ¿not eating well; 15-pound weight loss since (B)(6) 2014¿. (B)(6) 2014: 162 lbs., bmi 25.7. Variceal bleeding, gastrointestinal bleeding, alcoholic cirrhosis, end stage renal disease , end stage liver disease, spontaneous bacterial peritonitis, coagulopathy, ascites, hepatorenal syndrome, diverticulosis, diaphragmatic hernia, hepatitis a, diabetes mellitus, gastroesophageal reflux disease [gerd], clostridium difficile infection, immunocompromised , (B)(6) 2011: septicemia with shock, alcoholism, (B)(6) 2011: ¿8 beers daily for 30 years¿, (B)(6) 2011: ¿beer; 1-2 cases per week; last drink 6 months¿,(B)(6) 2011: vancomycin resistant enterococci infected surgical wound , (B)(6) 2011: dehisced incision line status post liver transplant; wound vac placement, (B)(6) 2011: blood culture positive for coagulase negative staphylococcus, (B)(6) 2011: acute rejection of transplanted liver, esophagitis , hiatal hernia related ulcerations. Surgical procedures: unknown date: umbilical hernia repair . Unknown date: cholecystectomy. (B)(6) 2011: liver and kidney transplant . (B)(6) 2011: status post liver transplant with open abdomen, indwelling packs. Exploratory laparotomy, removal of indwelling packs x 4, evacuation of perihepatic hematoma, abdominal lavage, true-cut liver biopsy. Abdominal closure without mesh. (B)(6) 2012: incisional hernia repair with a ¿dual mesh.¿ open liver biopsy. Implant gore® dualmesh® plus biomaterial. Relevant medical information: (B)(6) 2011: emergency room. ¿chief complaint: abdominal pain and ascites. 49-year-old who has history of end stage renal disease and alcoholic end stage renal [sic] disease. Came today initially with plans to be seen in liver clinic; due to his pain his primary medical doctor instructed him to come to emergency department. Seen at (B)(6) medical center yesterday; presented complaining of increased abdominal swelling, pain. Was transfused packed red blood cells, underwent dialysis. Reports has been having abdominal pain for several days, vomiting for 3 days, 2-3 black stools per day past 3 days, feeling weak, short of breath. Medical history: cirrhosis, alcoholic end-stage liver disease, end-stage renal disease; dialysis monday, wednesday, friday. Denies current alcohol use. Abdomen: belly significantly distended with diffuse tenderness, worse in left lower quadrant.¿ ¿abdominal CT scan reveals significant cirrhosis with marked ascites, left pleural effusion, 4.4 right subhepatic space porta hepatitis calcification, multiple left colon sigmoid diverticula. Impression: ascites, suspected spontaneous bacterial peritonitis. Addendum: while in emergency department, experienced problems with hypotension. Admitted to transplant intensive care unit.¿ (B)(6) 2011: anesthesia. ¿procedure: liver/kidney transplant. Postoperative diagnosis: end stage liver disease.¿ ¿in brief: etoh [alcohol] cirrhosis, history of massive upper gastrointestinal bleed. Recently admitted 05/19 from osh [facility unknown] after bleed. History of end stage renal disease secondary to hepatorenal syndrome. History of spontaneous bacterial peritonitis. Frequent need for therapeutic paracentesis.¿ (B)(6) 2011: enterostomal note. ¿consulted to see patient for placement of vac to dehisced incision line status post liver transplant. Incision line open to two areas with a bridge of skin which still has intact staples but is undermined with no healing underneath. (B)(6) 2011: ¿incision healing well, wet/dry dressing change.¿ (B)(6) 2011: discharge. ¿abdominal incision continued to heal well, wound care transitioned to dry dressing, open air.¿ implant preoperative complaints: (B)(6) 2012: history and physical. ¿abdomen: soft, nontender, nondistended, will healed inverted y incision with central hernia; right lower quadrant incision with central hernia.¿ (B)(6) 2012: indication. ¿...51-year-old gentleman status post combined liver kidney transplant. He developed a postoperative sepsis and an open wound. As expected, he has developed a symptomatic incisional hernia of the liver transplant incision as well as the kidney transplant incision. I counseled him on potential risks and complications of hernia repair which, of course, acutely may include potential life threatening complications post repair and long term, he may have a recurrence of the hernia.¿ implant procedure: incisional hernia repair with a ¿dual mesh.¿ open liver biopsy. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/8467155, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6)2012 [hospitalization (B)(6) 2012] description of hernia being treated: ¿an incision was made over the previous incision site and the scar was excised. We then carefully entered the abdomen and no enterotomies were made during the dissection. As expected, there was a hernia sac and a fairly attenuated fascia. After several hours of mobilization of the fascia, we were able to obtain a sufficient quality to proceed with the hernia repair. Of note, the liver looks healthy and soft and 2 liver biopsies were obtained. There was some minimal bleeding from an adhesion to the liver which was controlled with argon cautery. The abdomen in general had the typical adhesions you would expect from liver transplant and these were all taken down in order to have room for the mesh. The defect was measured at 22 cm x 15 cm.¿ implant size and fixation: ¿a 34 x 26 cm portion of a dual mesh was then brought into the field. We had an at least 4 cm of overlap circumferentially. The mesh was placed in an underlay position. It was secured to the fascia with 0 polypropylene in an interrupted fashion. The mesh was not tight and appeared to have a good orientation. Percutaneous 19 french blake drains were then placed anterior to the mesh. The subcutaneous tissue was then closed with a running 2-0 vicryl suture. The skin was closed with interrupted 2-0 nylon suture.¿ post-operative period: [one week]. (B)(6) 2012: ¿complaining of nausea and abdominal pain. States pain improved since taking off binder. Not passing gas or had bowel movement. Abdominal pain severe, peri-incisional. Immunocompromised.¿ (B)(6) 2012: ultrasound abdomen: ¿orthotopic liver transplantation with patent vessels. Unchanged low normal arterial resistive indices. New trace ascites.¿ (B)(6) 2012: ¿patient is refusing abdominal binder.¿ (B)(6) 2012: ¿abdominal binder placed and intact.¿ (B)(6) 2012: discharge summary: ¿as expected, he developed an incisional hernia along the liver transplant incision. Tolerated surgery well. He remained afebrile and hemodynamically stable; pain initially controlled with dilaudid pca [patient controlled analgesia]. On postoperative day 2, he did have acute elevation in liver functions; stat duplex liver ultrasound which revealed patent vessels, no biliary duct dilatation, no collections and trace ascites. Ambulating, tolerating regular diet, having bowel movements. 2 jackson-pratt drains placed above mesh intraoperatively; right sided drain has been removed prior to discharge. Left side put out 130 over past 24 hours and is left in place at discharge.¿ relevant medical information: (B)(6) 2014: CT abdomen: ¿moderate sized fluid collection measuring 20 cm x 6.8 cm x 4.8 cm (B)(6) 2014: ¿53-year-old with history of simultaneous liver/kidney transplant 06/19/11. Postoperative course complicated by vancomycin resistant enterococci, clostridium difficile infection, mild kidney rejection, respiratory failure requiring tracheostomy, enterobacter tracheitis, altered mental status, urinary tract infection, severe deconditioning, mild liver rejection requiring solumedrol, and ventral hernia; ventral hernia mesh repair (B)(6)2012 with sub-mesh collection since (B)(6)2014. Came with jaundice, fever, nausea and diarrhea for 3 days. Mild abdominal pain over incision. CT scan of abdomen shows sub-mesh collection, rest unremarkable.¿ (B)(6) 2014: MRI abdomen: ¿narrowing at choledocho-choledocho anastomosis, maximum dimensions of 3 mm. No findings to suggest acute cholecystitis. 17 x 3.5cm fluid collection between the layers of anterior abdominal wall mesh.¿ (B)(6) 2014: ultrasound abdomen: ¿mild intra-hepatic and extra-hepatic biliary ductal. (B)(6) 2017: MRI abdomen: ¿17 x 3.1 cm anterior abdominal wall fluid collection.¿ (B)(6) 2017: ultrasound abdomen: ¿14 x 1.4 x 1.1 cm thin elongated sub-incisional collection in the anterior abdominal wall, below the margin of the liver has decreased since remote abdominal MRI from 2014.¿ (B)(6) 2017: ¿stable postoperative changes from ventral herniorrhaphy; small volume of fluid is unchanged posterior to the mesh.¿ (B)(6) 2018: ¿patient signed out to me by (B)(6) dr. Waiting for surgery consult due to fluid collection behind mesh. Surgery evaluated patient; they do not believe surgical management is needed.¿ (B)(6) 2018: CT abdomen: ¿findings compatible with acute uncomplicated sigmoid diverticulitis. Postoperative changes from apparent prior ventral mesh herniorrhaphy, deep to which a fluid density material is identified. Unclear if this is on basis of a serous or infectious collection deep to the material.¿ (B)(6) 2018: ¿based on review of CT scan, a large piece of gore-tex mesh. Has seen a myriad of hospitals for problems related to previous hernia repair. Has had fluid collections, some around mesh drained, both in pittsburgh and (B)(6) . Was seen in emergency department (B)(6) 2018. I recommended that no drainage of an asymptomatic chronically present fluid collection be done on a patient who was otherwise stable.¿ ¿reviewed CT scan from (B)(6) 2018. Large piece of gore-tex mesh spanning almost the entire upper abdomen which is partly dislodged from the left abdominal wall at an area where some small bowel traverses and is the palpable hernia on exam. Fluid collection under mesh in an extra abdominal pocket likely in rind surrounding the gore-tex.¿ ¿he does have recurrent hernia, asymptomatic. I would follow this expectantly. Fluid collection around the heavy weight gore-tex mesh I would leave in situ and not drain this risk of infecting the mesh.¿ (B)(6) 2018: ¿abdominal CT scan shows mesh is out of position, he has recurrent hernias with some serous fluid near some of the hernia sacs.¿ (B)(6) 2018: ¿concern for some abdominal complaints and question whether they were hernia related. I felt on initial consultation they are not. Has a large piece of gore-tex across abdomen with stable fluid collection underneath it. Has a bulge which is pseudohernia in upper abdomen as a result of this. I believe he very likely has a small true hernia in lower middle portion of the repair, but this is not where he has symptoms. Symptoms are not hernia related.¿ ¿this fluid collection around the mesh is chronic. It should not be drained as it will likely return because there is a psuedocapsule around his gore-tex, it will be at risk then of being infected, necessitating complete mesh removal which would be a massive undertaking for [the patient].¿ (B)(6) 2018: ¿he has a piece of gore-tex bridging his abdominal wall with no abdominal wall muscular support due to denervation. This is because of a liver-kidney transplant. Chronic seroma around mesh, not infected. Symptoms are inexplicable based on the presence of mesh with seroma. Complains abdominal wall hurts, contracts, has abdominal pain when he goes from room that is hot to cold, pain radiates up into upper and lower extremities. Complains of postprandial abdominal pain, abdominal wall feels tight despite fact that it is virtually unsupported with a bridged mesh and muscle. Exam is entirely unchanged. Has large midline bulge with no focal defects over majority of it. I do not think mesh excision, which is what [the patient] comes back requesting, is the right answer. I also do not believe draining the seroma around a chronic encapsulated gore-tex mesh is a good idea, as seroma will recur and mesh may get infected. Copying dr. D.s. On note. Patient requested second opinion. I think given his overall medical history, risks of immunosuppression, fact that he will need mesh put back in after his old mesh is taken out and that his symptoms I think unlikely to be alleviated by removal of the gore-tex that he has, I am not offering him this today.¿ (B)(6) 2018: ¿does seem that this is a large piece of gore-tex that was placed. He has been different places, mainly to pittsburgh in (B)(6), looking for relief of some symptoms, fluid collections. He apparently did have drainage at one point in past at johns hopkins, which surgeons at pittsburgh told him probably should not have been done. Main complaints focus on his abdomen, spasm-like discomfort, occurs mainly in left side of abdomen which appears to be by exam located right at point which the gore-tex mesh is pulled away from the anterior abdominal wall. He seems to have an enlarging mass in right lower quadrant, on CT appears to be the transplant kidney which has cyst in it. ¿ ¿he seemed under the impression the gore-tex is not doing any good at all. I did try to correct that impression. Told him I do believe the gore-tex mesh is bolstering the right side of his abdomen where there is almost no muscular tissue in the abdominal wall. Also explained that the experience with gore-tex in general over the years has been that seromas do form around it, but that unless they are infected, they generally are not cause of symptoms.¿ (B)(6) 2019: ¿incisional hernia status post gore-tex mesh complicated by chronic seroma for which he has seen the abdominal reconstruction clinic and they do not believe draining the seroma is prudent because it would recur and the mesh might get infected.¿ (B)(6) 2019: ¿he has some chronic abdominal pain from past hernia repair with mesh placement. He saw dr. P. For this; dr. P. Felt that at [sic] the risk of going through surgery was greater than the benefit at this time. Patient accepts this decision and feels it is appropriate. He has somewhat good control of pain with gabapentin.¿ (B)(6) 2019: CT abdomen/pelvis: ¿post ventral hernia repair with unchanged focal superficial and deep fluid collections.¿ (B)(6) 2019: CT abdomen/pelvis: ¿there is an anterior abdominal wall mesh with a small amount of fluid or granulation tissue along the posterior aspect of mesh, as previously. Impression: unchanged findings of acute diverticulitis along descending and sigmoid colon.¿ (B)(6) 2019: ¿chronically around the gore-tex mesh is a seroma which has never been infected, is stable on multiple radiographic films. Unfortunately, because the patient had a bridged mesh repair, he has large abdominal wall bulge. At small areas around perimeter of the mesh, there may be diminutive fat-containing hernias; however, these are also asymptomatic.¿ ¿the seroma around the mesh is stable, and I will also note because of the way gore-tex gets encapsulated, there is a capsule, then fluid, and then mesh and this capsule actually keeps the intraperitoneal gore-tex safe from infectious processes like the diverticulitis he had. There is no evidence that his intraperitoneal gore-tex is infected.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8467155. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3190, 3191: appropriate term/code not available for "fluid collection posterior to the mesh, mesh pulled away from anterior abdominal wall on the left side, mesh unable to be removed") were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span may 19, 2011 through june 14, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from september 10, 2011 through november 4, 2012; november 13, 2012 through january 14, 2014; and september 5, 2014 through april 2, 2017 were not provided. Patient information: medical history: weight. (B)(6) 2011: 268 lbs., bmi 36.3, (B)(6) 2011: 165 lbs., bmi 24.4, (B)(6) 2011:128 lbs., bmi 19. ¿protein calorie malnutrition: 25-30 pound weight loss over last few months.¿ (B)(6) 2014: ¿not eating well; 15-pound weight loss since (B)(6) 2014¿, (B)(6) 2014: 162 lbs., bmi 25.7. ¿ variceal bleeding, ¿ gastrointestinal bleeding, ¿ alcoholic cirrhosis, ¿ end stage renal disease, ¿ end stage liver disease, ¿ spontaneous bacterial peritonitis, ¿ coagulopathy, ¿ ascites, ¿ hepatorenal syndrome, ¿ diverticulosis, ¿ diaphragmatic hernia, ¿ hepatitis a, ¿ diabetes mellitus, ¿ gastroesophageal reflux disease [gerd], ¿ clostridium difficile infection, ¿ immunocompromised, ¿ (B)(6) 2011: septicemia with shock, ¿ alcoholism, (B)(6) 2011: ¿8 beers daily for 30 years¿, (B)(6) 2011: ¿beer; 1-2 cases per week; last drink 6 months¿, ¿ (B)(6) 2011: vancomycin resistant enterococci infected surgical wound, ¿ (B)(6) 2011: dehisced incision line status post liver transplant; wound vac placement, ¿ (B)(6) 2011: blood culture positive for coagulase negative staphylococcus, ¿ (B)(6) 2011: acute rejection of transplanted liver, ¿ esophagitis, ¿ hiatal hernia related ulcerations. Surgical procedures: ¿ unknown date: umbilical hernia repair, ¿ unknown date: cholecystectomy, ¿ (B)(6) 2011: liver and kidney transplant, ¿ (B)(6) 2011: status post liver transplant with open abdomen, indwelling packs. Exploratory laparotomy, removal of indwelling packs x 4, evacuation of perihepatic hematoma, abdominal lavage, true-cut liver biopsy. Abdominal closure without mesh. ¿ (B)(6) 2012: incisional hernia repair with a ¿dual mesh.¿ open liver biopsy. Implant gore® dualmesh® plus biomaterial. Relevant medical information: ¿ (B)(6) 2011: emergency room. ¿chief complaint: abdominal pain and ascites. 49-year-old who has history of end stage renal disease and alcoholic end stage renal [sic] disease. Came today initially with plans to be seen in liver clinic; due to his pain his primary medical doctor instructed him to come to emergency department. Seen at (B)(6) medical center yesterday; presented complaining of increased abdominal swelling, pain. Was transfused packed red blood cells, underwent dialysis. Reports has been having abdominal pain for several days, vomiting for 3 days, 2-3 black stools per day past 3 days, feeling weak, short of breath. Medical history: cirrhosis, alcoholic end-stage liver disease, end-stage renal disease; dialysis monday, wednesday, friday. Denies current alcohol use. Abdomen: belly significantly distended with diffuse tenderness, worse in left lower quadrant.¿ ¿abdominal CT scan reveals significant cirrhosis with marked ascites, left pleural effusion, 4.4 right subhepatic space porta hepatitis calcification, multiple left colon sigmoid diverticula. Impression: ascites, suspected spontaneous bacterial peritonitis. Addendum: while in emergency department, experienced problems with hypotension. Admitted to transplant intensive care unit.¿ ¿ (B)(6) 2011: anesthesia. ¿procedure: liver/kidney transplant. Postoperative diagnosis: end stage liver disease.¿ ¿in brief: etoh [alcohol] cirrhosis, history of massive upper gastrointestinal bleed. Recently admitted (B)(6) from osh [facility unknown] after bleed. History of end stage renal disease secondary to hepatorenal syndrome. History of spontaneous bacterial peritonitis. Frequent need for therapeutic paracentesis.¿ ¿ (B)(6) 2011: enterostomal note. ¿consulted to see patient for placement of vac to dehisced incision line status post liver transplant. Incision line open to two areas with a bridge of skin which still has intact staples but is undermined with no healing underneath. ¿ (B)(6) 2011: ¿incision healing well, wet/dry dressing change.¿ ¿ (B)(6) 2011: discharge. ¿abdominal incision continued to heal well, wound care transitioned to dry dressing, open air.¿ implant preoperative complaints: ¿ (B)(6) 2012: history and physical. ¿abdomen: soft, nontender, nondistended, will healed inverted y incision with central hernia; right lower quadrant incision with central hernia.¿ ¿ (B)(6) 2012: indication. ¿...51-year-old gentleman status post combined liver kidney transplant. He developed a postoperative sepsis and an open wound. As expected, he has developed a symptomatic incisional hernia of the liver transplant incision as well as the kidney transplant incision. I counseled him on potential risks and complications of hernia repair which, of course, acutely may include potential life threatening complications post repair and long term, he may have a recurrence of the hernia.¿ implant procedure: incisional hernia repair with a ¿dual mesh.¿ open liver biopsy. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp08/8467155, 26cm x 34cm x 1mm thick, oval]. Implant date: (B)(6) 2012 [hospitalization (B)(6) 2012]. ¿ description of hernia being treated: ¿an incision was made over the previous incision site and the scar was excised. We then carefully entered the abdomen and no enterotomies were made during the dissection. As expected, there was a hernia sac and a fairly attenuated fascia. After several hours of mobilization of the fascia, we were able to obtain a sufficient quality to proceed with the hernia repair. Of note, the liver looks healthy and soft and 2 liver biopsies were obtained. There was some minimal bleeding from an adhesion to the liver which was controlled with argon cautery. The abdomen in general had the typical adhesions you would expect from liver transplant and these were all taken down in order to have room for the mesh. The defect was measured at 22 cm x 15 cm.¿ ¿ implant size and fixation: ¿a 34 x 26 cm portion of a dual mesh was then brought into the field. We had an at least 4 cm of overlap circumferentially. The mesh was placed in an underlay position. It was secured to the fascia with 0 polypropylene in an interrupted fashion. The mesh was not tight and appeared to have a good orientation. Percutaneous 19 french blake drains were then placed anterior to the mesh. The subcutaneous tissue was then closed with a running 2-0 vicryl suture. The skin was closed with interrupted 2-0 nylon suture.¿ ¿ post-operative period: [one week]. (B)(6) 2012: ¿complaining of nausea and abdominal pain. States pain improved since taking off binder. Not passing gas or had bowel movement. Abdominal pain severe, peri-incisional. Immunocompromised.¿ (B)(6) 2012: ultrasound abdomen: ¿orthotopic liver transplantation with patent vessels. Unchanged low normal arterial resistive indices. New trace ascites.¿ (B)(6) 2012: ¿patient is refusing abdominal binder.¿ (B)(6) 2012: ¿abdominal binder placed and intact.¿ (B)(6) 2012: discharge summary: ¿as expected, he developed an incisional hernia along the liver transplant incision. Tolerated surgery well. He remained afebrile and hemodynamically stable; pain initially controlled with dilaudid pca [patient controlled analgesia]. On postoperative day 2, he did have acute elevation in liver functions; stat duplex liver ultrasound which revealed patent vessels, no biliary duct dilatation, no collections and trace ascites. Ambulating, tolerating regular diet, having bowel movements. 2 jackson-pratt drains placed above mesh intraoperatively; right sided drain has been removed prior to discharge. Left side put out 130 over past 24 hours and is left in place at discharge.¿ relevant medical information: ¿ (B)(6) 2014: CT abdomen: ¿moderate sized fluid collection measuring 20 cm x 6.8 cm x 4.8 cm between the 2 layers of ventral mesh repair material.¿ ¿ (B)(6) 2014: ¿53-year-old with history of simultaneous liver/kidney transplant (B)(6) 2011. Postoperative course complicated by vancomycin resistant enterococci, clostridium difficile infection, mild kidney rejection, respiratory failure requiring tracheostomy, enterobacter tracheitis, altered mental status, urinary tract infection, severe deconditioning, mild liver rejection requiring solumedrol, and ventral hernia; ventral hernia mesh repair (B)(6) 2012 with sub-mesh collection since (B)(6) 2014. Came with jaundice, fever, nausea and diarrhea for 3 days. Mild abdominal pain over incision. CT scan of abdomen shows sub-mesh collection, rest unremarkable.¿ ¿ (B)(6) 2014: MRI abdomen: ¿narrowing at choledocho-choledocho anastomosis, maximum dimensions of 3 mm. No findings to suggest acute cholecystitis. 17 x 3.5cm fluid collection between the layers of anterior abdominal wall mesh.¿ ¿ (B)(6) 2014: ultrasound abdomen: ¿mild intra-hepatic and extra-hepatic biliary ductal dilatation. Large 10 cm fluid collection within the surgical mesh.¿ ¿ (B)(6) 2017: MRI abdomen: ¿17 x 3.1 cm anterior abdominal wall fluid collection.¿ ¿ (B)(6) 2017: ultrasound abdomen: ¿14 x 1.4 x 1.1 cm thin elongated sub-incisional collection in the anterior abdominal wall, below the margin of the liver has decreased since remote abdominal MRI from 2014.¿ ¿ (B)(6) 2017: ¿stable postoperative changes from ventral herniorrhaphy; small volume of fluid is unchanged posterior to the mesh.¿ ¿ (B)(6) 2018: ¿patient signed out to me by dr. (B)(6). Waiting for surgery consult due to fluid collection behind mesh. Surgery evaluated patient; they do not believe surgical management is needed.¿ ¿ (B)(6) 2018: CT abdomen: ¿findings compatible with acute uncomplicated sigmoid diverticulitis. Postoperative changes from apparent prior ventral mesh herniorrhaphy, deep to which a fluid density material is identified. Unclear if this is on basis of a serous or infectious collection deep to the material.¿ ¿ (B)(6) 2018: ¿based on review of CT scan, a large piece of gore-tex mesh. Has seen a myriad of hospitals for problems related to previous hernia repair. Has had fluid collections, some around mesh drained, both in (B)(6). Was seen in emergency department (B)(6) 2018. I recommended that no drainage of an asymptomatic chronically present fluid collection be done on a patient who was otherwise stable.¿ ¿reviewed CT scan from (B)(6) 2018. Large piece of gore-tex mesh spanning almost the entire upper abdomen which is partly dislodged from the left abdominal wall at an area where some small bowel traverses and is the palpable hernia on exam. Fluid collection under mesh in an extra abdominal pocket likely in rind surrounding the gore-tex.¿ ¿he does have recurrent hernia, asymptomatic. I would follow this expectantly. Fluid collection around the heavy weight gore-tex mesh I would leave in situ and not drain this risk of infecting the mesh.¿ ¿ (B)(6) 2018: ¿abdominal CT scan shows mesh is out of position, he has recurrent hernias with some serous fluid near some of the hernia sacs.¿ ¿ (B)(6) 2018: ¿concern for some abdominal complaints and question whether they were hernia related. I felt on initial consultation they are not. Has a large piece of gore-tex across abdomen with stable fluid collection underneath it. Has a bulge which is pseudohernia in upper abdomen as a result of this. I believe he very likely has a small true hernia in lower middle portion of the repair, but this is not where he has symptoms. Symptoms are not hernia related.¿ ¿this fluid collection around the mesh is chronic. It should not be drained as it will likely return because there is a pseudocapsule around his gore-tex, it will be at risk then of being infected, necessitating complete mesh removal which would be a massive undertaking for [the patient].¿ ¿ (B)(6) 2018: ¿he has a piece of gore-tex bridging his abdominal wall with no abdominal wall muscular support due to denervation. This is because of a liver-kidney transplant. Chronic seroma around mesh, not infected. Symptoms are inexplicable based on the presence of mesh with seroma. Complains abdominal wall hurts, contracts, has abdominal pain when he goes from room that is hot to cold, pain radiates up into upper and lower extremities. Complains of postprandial abdominal pain, abdominal wall feels tight despite fact that it is virtually unsupported with a bridged mesh and muscle. Exam is entirely unchanged. Has large midline bulge with no focal defects over majority of it. I do not think mesh excision, which is what [the patient] comes back requesting, is the right answer. I also do not believe draining the seroma around a chronic encapsulated gore-tex mesh is a good idea, as seroma will recur and mesh may get infected. Copying dr. (B)(6). On note. Patient requested second opinion. I think given his overall medical history, risks of immunosuppression, fact that he will need mesh put back in after his old mesh is taken out and that his symptoms I think unlikely to be alleviated by removal of the gore-tex that he has, I am not offering him this today.¿ ¿ (B)(6) 2018: ¿does seem that this is a large piece of gore-tex that was placed. He has been different places, mainly to (B)(6), looking for relief of some symptoms, fluid collections. He apparently did have drainage at one point in past at (B)(6), which surgeons at (B)(6) told him probably should not have been done. Main complaints focus on his abdomen, spasm-like discomfort, occurs mainly in left side of abdomen which appears to be by exam located right at point which the gore-tex mesh is pulled away from the anterior abdominal wall. He seems to have an enlarging mass in right lower quadrant, on CT appears to be the transplant kidney which has cyst in it. ¿ ¿he seemed under the impression the gore-tex is not doing any good at all. I did try to correct that impression. Told him I do believe the gore-tex mesh is bolstering the right side of his abdomen where there is almost no muscular tissue in the abdominal wall. Also explained that the experience with gore-tex in general over the years has been that seromas do form around it, but that unless they are infected, they generally are not cause of symptoms.¿ ¿ (B)(6) 2019: ¿incisional hernia status post gore-tex mesh complicated by chronic seroma for which he has seen the abdominal reconstruction clinic and they do not believe draining the seroma is prudent because it would recur and the mesh might get infected.¿ ¿ (B)(6) 2019: ¿he has some chronic abdominal pain from past hernia repair with mesh placement. He saw dr. (B)(6). For this; dr. (B)(6). Felt that at [sic] the risk of going through surgery was greater than the benefit at this time. Patient accepts this decision and feels it is appropriate. He has somewhat good control of pain with gabapentin.¿ ¿ (B)(6) 2019: CT abdomen/pelvis: ¿post ventral hernia repair with unchanged focal superficial and deep fluid collections.¿ ¿ (B)(6) 2019: CT abdomen/pelvis: ¿there is an anterior abdominal wall mesh with a small amount of fluid or granulation tissue along the posterior aspect of mesh, as previously. Impression: unchanged findings of acute diverticulitis along descending and sigmoid colon.¿ ¿ (B)(6) 2019: ¿chronically around the gore-tex mesh is a seroma which has never been infected, is stable on multiple radiographic films. Unfortunately, because the patient had a bridged mesh repair, he has large abdominal wall bulge. At small areas around perimeter of the mesh, there may be diminutive fat-containing hernias; however, these are also asymptomatic.¿ ¿the seroma around the mesh is stable, and I will also note because of the way gore-tex gets encapsulated, there is a capsule, then fluid, and then mesh and this capsule actually keeps the intraperitoneal gore-tex safe from infectious processes like the diverticulitis he had. There is no evidence that his intraperitoneal gore-tex is infected.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8467155. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2018: (B)(6) health. (B)(6) , md. Emergency room visit. Presents with lower abdominal pain. Note: patient signed out to me by dr. (B)(6) waiting for surgery consult due to fluid collection behind mesh. Surgery evaluated patient; they do not believe surgical management is needed. Impression/plan: acute diverticulitis. Metronidazole and ciprofloxacin prescribed. On (B)(6) 2019: (B)(6) health. (B)(6) , md. Letter. Liver follow up; doing quite well since liver transplant. On prograf and cellcept. No complaints referable to liver today. He has some chronic abdominal pain from past hernia repair with mesh placement. He saw dr. (B)(6) for this; dr. (B)(6) felt that at the risk of going through surgery was greater than the benefit at this time. Patient accepts this decision and feels it is appropriate. He has somewhat good control of pain with gabapentin. Follow up in 1 year. On (B)(6) 2019: (B)(6) health. (B)(6), md. Discharge summary. Admit date: (B)(6) 2019. Diagnosis: acute diverticulitis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on november 6, 2012, whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: fluid collection posterior to the mesh, mesh pulled away from anterior abdominal wall on the left side, mesh unable to be removed. Additional event specific information was not provided.